Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to remove the cartridge, inspect the o-ring, clean the pneumatic tap area, and attempt to load the cartridge again. However, the customer was still unable to load the cartridge successfully, and further troubleshooting with customer service was needed.